Event description:
Pt was revised to address loosening of the femoral component.

Manufacturer narrative:
Examination was not possible, as no product was returned. The root cause of the reported loosening could not be determined. The investigation could not verify or identify any evidence of product contribution to the reported event. The need for corrective action was not indicated. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.